Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The device cycled but the cuff would not coapt. A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.